Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they need a new battery pack for the controller because they are not able to charge the implant for the last two days and getting message to replace the battery and controller will quit recharging; taking long time to charge. The pt was asked to unlock the controller and controller shows ins 40%. Controller 30% charged. The pt was asked to plug the controller into the outlet and controller is recharging with green light flashing. The pt was asked patient to inspect the recharger (rtm) for damage and if the rtm gets hot. Patient stated the rtm gets little bit hot at the end and there is little cracked near the paddle and cord area of rtm. Reviewed device function. Patient stated the controller takes a long time to charge up when plug into the outlet and she needs it. Patient stated the manufacturer representative (rep) told her to call for battery pack replacement. Reviewed the controller is charging and functioning as it should. Reviewed controller takes at least two hours to charge up. Patient insisting on getting a battery pack replacement. The issue was not resolved. An email was sent to the repair department to replace the rtm and battery pack device. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial#(B)(6) product type recharger product ID m995402a001 lot# serial# (B)(6) product type product ID m995402a001 lot# serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.